Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working, it was reported a pseudo capsule around the pump was impairing the patient's ability to use the device. The ipp was removed and replaced. There were no patient complications reported.